Manufacturer narrative:
No unexpected motor error alarms were noted. The insulin pump had a cracked display window, a cracked case at the display window corners, a broken reservoir tube lip, scratched reservoir tube window, cracked battery tube threads, a broken belt clip slot and a missing end cap sticker. The insulin pump passed the displacement test and the motor test. The insulin pump alarmed during the basic occlusion test and prime test due to a cracked end cap.

Event description:
Customer reported receiving a motor error alarm on the insulin pump during fill tubing. Customer did not recall any significant events leading up to the error alarm. Customer also stated that there was physical damage to the insulin pump in the back near the reservoir. Blood glucose level was 220 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.